Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Procedure: minimally invasive intersomatic arthrodesis levels of implant: l5-s1 it was reported that on an unknown date, post-op,the right sacral screw of s1 broke inside the patient and the distal part of this screw remains in the patient. A revision surgery was performed and the proximal part of the screw was explanted. Patient complications as a result of this revision surgery have been reported as unknown.